Event description:
Ous MDR - this pacemaker was implanted in the patients abdomen on (B)(6) 2017. On (B)(6) 2017, during a follow up there were episodes of lead failure noted. The lead was scheduled to be replaced. On (B)(6) 2017, during the operation the physician had difficulty removing the rv lead from the pacemaker header. The lead was tested with a psa and there were no issues with the lead found. The physician decided to replace this pacemaker instead of the lead.

Manufacturer narrative:
The pacemaker and the tw under complaint were returned for analysis. The inspection of the tw did not show any deviations. The tw proved to be fully functional during analysis. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 95%. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. At a next step a sensing test was performed and the device sensed the attached heart signals free of noise proving the sensing function to be flawless. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the pacemaker and the tw are fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.